Event description:
This is an adverse event noted as part of the b-300 early (B)(6) trial in (B)(6). This is a (B)(6) male with high-grade intra-epithelial neoplasia (hgin) of the esophagus. Circumferential ablation was performed without acute adverse event or device malfunction. Dysphagia developed within two weeks of procedure and a stricture was noted one month later and was serially dilated. Symptoms significantly improved after dilation and pt is still being followed to determine if additional dilation is required.